Event description:
Patient booked for ir(interventional radiology) procedure "retrieve vascular foreign body". Procedure went as planned. Foreign body removed from pulmonary artery described as "linear foreign body from left lower lobe pulmonary artery". Foreign body appears to be part of a wire, from insertion of PICC(peripherally inserted central catheter) line or central venous line.